Event description:
It was reported to philips that the ac led light on the device would not turn on. There was no reported patient involvement. There was no reported adverse event to a patient or user.